Manufacturer narrative:
Product analysis the partial lead in segments was returned, analyzed and corrosion found on trifurcation. The setscrew marks on the connector pin were too proximal. Concomitant medical products: 5594 lead, implanted: (B)(6) 2008. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer.  The lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.